Event description:
N/a.

Manufacturer narrative:
Additional information: tel - (B)(6). It was reported that before use the cardiosave intra-aortic balloon pump (iabp) cord was broken and wouldn't charge. There was no patient involvement and no harm reported. A getinge field service engineer (fse) evaluated and said that when he arrived, console was not seated in the cart, he re-seated and confirmed batteries were charging. Ac power cord was wrapped around the retracting assembly. Fse released and confirmed operation. Unit passed all functional and safety tests per factory specifications. Unit returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) cord is broken.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) cord is broken and it won't charge. There was no patient involvement.